Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product an evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing is breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in for testing the housing was breached and the prongs are not in the correct position.

Event description:
The customer originally reported to customer service that her transformer housing had a crack. Upon receipt at medela, the transformer was inspected and found to be breached at the prongs.